Event description:
The initial reporter stated they received discrepant results for 5 patient urine samples tested with albt2 (tina-quant albumin gen.2) on a cobas 6000 c (501) module. Patient 1: the sample initially resulted in a value of 18.26 mg/dl. The initial result was reported outside of the laboratory. The physician questioned the result together with two additional albt2 patient results obtained on the same day. The sample from patient 1 was repeated on a second analyzer resulting in a value of 13.68 mg/dl. The customer then repeated 20 samples from the same day and noted discrepant albt2 results for 4 additional patient samples. Patient 2: the sample initially resulted in a value of 18.66 mg/dl. The sample was repeated on a second analyzer resulting in a value of 1.29 mg/dl. Patient 3: the sample initially resulted in a value of 31.57 mg/dl. The sample was repeated on a second analyzer resulting in a value of 0.63 mg/dl. Patient 4: the sample initially resulted in a value of 4.08 mg/dl. The sample was repeated on a second analyzer resulting in a value of <0.40 mg/dl accompanied by a data flag. Patient 5: the sample initially resulted in a value of 18.18 mg/dl. The sample was repeated on a second analyzer resulting in a value of <0.40 mg/dl accompanied by a data flag. The repeat results were deemed correct. The questionable results were reported outside of the laboratory. The albt2 reagent lot number was 61716201, with an expiration date of 31-dec-2023

Manufacturer narrative:
The last calibration was performed on 07-oct-2022 and was acceptable with no alarms. Quality control data was not provided. Upon review of the alarm trace, several "abnormal probe sucking" errors were observed. These are indicators of possible poor sample quality. The field service engineer found a misadjusted sample probe. After adjustment of the sample probe, the issue was solved. The investigation determined the service actions performed resolved the issue.